Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy stopped due to a power on reset (por). It was unknown if the por was related to an overdischarge event. The patient reported she was not able to charge the ins and she was getting a warning por message. The patient also mentioned getting a 6870 message with full body icon blinking on the recharger. The last time the ins was charged was in (B)(6) 2018, and the last time the patient felt stimulation was in (B)(6) 2018. The por was a warning por and could not be cleared. The patient was directed to her healthcare provider (hcp) to have the device interrogated. The patient stated she was getting coupling bars, but they were empty. The patient repositioned the antenna and was able to get all the coupling bars and the ins was empty. It was reviewed the patient needed to charge before and have the hcp clear the por before turning stimulation back on. The patient also mentioned they had to put pressure on the antenna to charge the ins. No further complications were reported.